Event description:
Complainant alleged that staff members were transporting a female patient (age unk) to have cat scan performed. The pt went into cariac arrest and required defibrillation. The staff attempted to charge the unit to 200j, but the unit only charged to 180j. The unit did not discharge. It is unk if the unit printed a strip. The staff obtained another unit and defibrillated the patient. There was no adverse effect on the patient.the pt was transferred to another facility and later expired. The complainant indicated that the pt expired as a result of "additional injuries" obtained at the second facility. The complainant also indicated that at the time of the alleged malfunction, a powercharger was attached to the unit, but it was not plugged in.